Manufacturer narrative:
Additional information was received that the information reported was incorrect and not for this patient. This patient did not undergo any surgery since he was implanted. The information in this report belongs to a different patient (MFR report #: 3006630150-2017-02674).

Event description:
A report was received that the patient had a battery revision due to MRI exposure wherein the leads were left in place.

Manufacturer narrative:
2017

Event description:
A report was received that the patient had a battery revision due to MRI exposure wherein the leads were left in place.